Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was variable. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited an alert for varying impedance values. A connection issue was suspected. However, x-ray was unable to determine any definitive error. The pocket was reopened. The lead was disconnected and noted with stable readings through the analyzer; normal values were observed after reconnection to the device. The cardiac resynchronization therapy defibrillator (crt-d) and rv lead remain in use. No patient complications have been reported as a result of this event.